Event description:
The subject device is an olympus loaner asset that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the forceps cover glue was peeling. This report is being submitted for the malfunction found during the evaluation of the device. There was no patient involvement.

Manufacturer narrative:
In addition, service found the adhesive was cracked on the bending section cover. The angulation control knob was out of specification due to wear of the angle wires. There were two broken elements in the ultrasound probe. The device was repaired and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.